Event description:
It was reported that the doctor inserted and removed the abbott medical optics (amo) model z9002 lens and replaced with an anterior chamber lens within the same procedure. It was stated that an incision was enlarged to remove the lens and used sutures. The patient was reported to be doing fine. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) sample was returned to the manufacturer for evaluation. The device was inspected at 10x microscope magnification. Visual inspection revealed several stains and some surface residuals (particles) on the lens that is consistent with a lens that was removed from the patient¿s eye. A manufacturing record review (mrr) was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.